Event description:
It was reported that the patient with this pacemaker system, experienced upper chest left quadrant pain. The physician associated this with post implant subclavian obstruction, that was related to the placement of leads in the vasculature of the patient. Subsequently, this pacemaker was explanted. No additional adverse patient effects were reported.